Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an out of range pacing impedance measurement of greater than 3000 ohms, exhibited by this implantable defibrillation lead. This ICD also exhibited increased defibrillation threshold (dft) measurements. A revision procedure was performed. Upon extracting the defibrillation lead, a fracture was noted. The lead and device were explanted, successfully replaced and returned to boston scientific for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.